Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak at the connection from an unspecified line of the homechoice cassette that led to this alarm. Renal therapy services (rts) advised the hp to cycle power off and on to clear the alarm. Rts assisted the hp with ending the therapy session. The hp would complete therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.